Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the patient had high blood glucose but not hospitalized. Customer's blood glucose was 467 mg/dl. The customer's mother stated that for a week they have not low predicted alarm or high alarrms go off. The customer's mother stated that the first event the blood glucose is 42 mg/dl and senso glucose was 50 and no alarm. The second event was 60 mg/dl and sensor glucose was 62 no alarm. The customer's mother was offered troubleshooting for high blood glucose but declined. The customer was advised that the device would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.